Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow. This occurred before use. The device was filled with fluorouracil and 5% glucose solution totaling 116 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available. This lot was manufactured from march 31, 2014 ¿ april 1, 2014. Should additional relevant information become available, a supplemental report will be submitted.